Event description:
It was reported that during surgery the tip of the cross connector driver broke and had to be removed by cutting through implants. This event occurred in japan.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation showed the tip of the device was fractured off. This fracture is consistent with high/excessive forces placed on the tip during removal; however, no determinations could be made as to the cause of the reported issue.